Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device had a false downstream occlusion alarm. A service history review revealed no issues that could have caused or contributed to the reported issue. The cause was identified to be an out of calibration force sensor which was calibrated to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed downstream occlusion below the set range. No additional information is available.